Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error e216, black image or crackling during an unspecified procedure involving an olympus camera head. The customer suspected that the cause was due to internal short circuit because the error appeared when the camera head cable was moved. There was no patient injury reported.